Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor had an unsuccessful deployment. The anchor did not deploy out of the sheath. There was no patient injury, medical/surgical intervention required. Additional information was received on (B)(6) 2021: the procedure for patient was a right heart catheterization (rhc), left heart catheterization (lhc). There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre deployment angiogram was performed. During deployment, the foot plate did not exit the sheath. The patient was in stable condition. Hemostasis was achieved with manual pressure.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. H6: investigation findings - 114 is based upon the evaluation of sample and user facility; 213 is based on the functional testing. One used 6fr angio-seal vip device was received for product analysis. The hemostasis sheath was returned mated with the carrier tube assembly, and locator was also returned. No accessory components were returned. The returned device was subjected to visual analysis where blood-like substances were found along the length of the sheath and the main body of the device. The carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. The anchor had not fully exited the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the hemostasis sheath revealed that the anchor was still present within the sheath. Upon this realization, the device was subjected to functional testing. The deployment sleeve was manually moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The digital force was applied to the anchor and the suture with collagen was released along with the tamper tube. There were no functional anomalies noted with the device. Based on the evaluation performed, the complaint could be confirmed for the failure mode of pullout. Testing of the device upon receipt did not reveal any functional anomalies during device actuation. The likely root causes for this issue may include the user not placing the device in the full forward lock position or an obstruction to the anchor posting to the distal tip. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).